Event description:
(B)(6) 2020. A us distributor reported that a patient has exposed wires. A us distributor reported that a patient's monitor had a damaged case.

Manufacturer narrative:
(B)(6) 2020: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the electrode belt malfunction. H4. Device manufacturer date: electrode belt: 07/29/2015; monitor: 07/05/2013. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the j1001 connector pins. The root cause for the damaged connector was excessive force. No adverse event resulted from the monitor malfunction.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the j1001 connector pins. The root cause for the damaged connector was excessive force. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor had a damaged case.